Manufacturer narrative:
Follow-up #1: date of submission 11/16/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: review of the pump history revealed the last basal delivery was on (B)(6) 2016 and the last basal delivery was on (B)(6) 2016. The black box showed a no cartridge detected warning (163) on (B)(6) 2016 at 10:06 during a cartridge change; deliveries resumed at 10:24. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was detecting the correct force. Removed pump cover; force sensor pins were seated and solder connections intact. There was no evidence of internal moisture or cracked force sensor traces. No delivery interruptions or errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 09/07/2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 491 mg/dl with moderate urinary ketones. The patient reportedly had surgery two weeks prior to this event and had recently discontinued pain medications. The reporter stated the basal rate had been adjusted. The reporter denied the patient had fever. The reporter alleged an inaccurate delivery issue with the pump as the cause of the patient's hyperglycemic event; however, troubleshooting by animas customer technical support did not reveal any indications of a pump malfunction; basal rate was delivering as programmed. The health care provider insisted the product be replaced. The patient was referred to their health care provider for diabetes management. This complaint is because the patient experienced serious injury while on insulin pump therapy with an allegation against the delivery function of the pump.